Event description:
The resident allegedly fell out of bed and incurred head injuries. Extent of alleged injury is not known.

Manufacturer narrative:
Manufacturer received information alleging a patient fell out of their bed using an air mattress. The resident was allegedly transferred to a hospital and no one was reported as present when incident had occurred. Manufacturer instruction that the ma51 system must be installed on medical bed frames with side rails. The side rails must be in the raised position whenever a patient is on the bed. No information has been received that indicates rails were present. Nature of complaint suggests a potential set up error. MDR filed based on alleged serious injury.